Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined. The customer will benefit from additional training on how to handle suspected catheter leak. Death is an anticipated event. The event of death is "not related" to the device and procedure. The fluid ran into the patient's vasculature is an anticipated event. The event's (infusion of saline into the patient) relationship to the device and procedure is "causal."

Event description:
An ivtm therapy was initiated for a 67-year-old (weight: 70 kg) post cardiac arrest (ihca - in-hospital cardiac arrest) male patient with a poor prognosis using an icy catheter (lot #unknown). An arterial catheter was placed for drug access. At the start of ivtm therapy, the patient's temperature was 36.6°c, and the target temperature was set to 36°c. During the cooling phase, saline volume from the 500 ml saline bag decreased, and the therapy was stopped to perform leak checks per the IFU. There were no traces of blood during aspiration, and no saline leaked on the floor, patient bedding, or around the console. The saline bag was replaced to resume the ivtm therapy using the same catheter; however, the saline volume from the 500 ml bag decreased. No system alarms were noticed during treatment because the decrease in saline volume was noted before the thermogard system generated an alarm. The customer suspects approximately 500 ml of saline became infused into the patient's body. The ivtm therapy was stopped, and the patient's temperature then increased to 39.4°c. Per the customer, no intervention was performed to bring down the patient's temperature. The dwell time of the catheter was 2.5 days. The patient passed away from a poor prognosis and is unrelated to the zoll catheter. The customer has disposed of the catheter used during the ivtm therapy.

Manufacturer narrative:
The icy catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined. In this case, the customer stated that "the therapy was stopped to perform leak checks per the IFU before replacing the saline bag." However, the catheter leak would have been caught if the customer had followed the leak check procedure per the IFU. Most likely, the customer did not thoroughly follow the step-by-step leak check procedure per IFU before replacing the saline bag. The customer will benefit from additional training on how to handle suspected catheter leak. Death is an anticipated event. The event of death is "not related" to the device and procedure. The fluid ran into the patient's vasculature is an anticipated event. The event's (infusion of saline into the patient) relationship to the device and procedure is "causal." Zoll clinical field specialist (cfs) provided the follow-up training on performing leak checks per IFU after the reported incident on (B)(6) 2022 and (B)(6) 2022.